Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that caller stated that their device has been nothing but misery since day one. Caller stated that they don't think the device was ever put in the right location. Caller added that when they sit in a car, the car buckle hits where the stimulator is and sends shooting sparks and all sorts of interesting sensations through their body. Caller noted that if they are driving and close the seatbelt over top of them, the device also sends interesting and unwanted vibrations. Caller also noted that from day one it felt like they had a curling iron up their vagina and anus vibrating and burning them and sending horrible shooting sparks up and down their legs and up their back. Caller is not very happy with the device and hasn't been happy with the device ever since they got it. Patient also stated that they are "ready to have someone take a baseball bat and hit them in the ass cheek enough times so that it turns off". Caller mentioned that they had to change the frequencies quite often because it was giving them pain. Patient also mentioned that the device has caused them stress and pain. Agent offered possibly changing programs, but patient mentioned that their external devices were stolen. Offered to transfer to sunmed, but patient declined saying that they were able to talk to sunmed and they were asking for a proof that they no longer have their secondary insurance. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). Per their visit with the patient on (B)(6) 2025, the hcp reported the patient's interstim device was now a source of significant pain for the patient.

Event description:
Additional information was received from the patient. They reported that the cause of the device not being in the right place was "unknown" and they noted that the likely cause of the issue was "less than ideal placement, and loss of original control unit." The patient noted they have an appointment with their doctor on (B)(6) 2025. The issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-sep-29 additional information was received from a patient. They reported that the cause of the device not being in the right place was still "unknown". They reported that the implant was relocated on (B)(6) 2025 and they considered the issue resolved. Regarding the sparks/interesting sensations that they were feeling they stated that this issue was also "mostly resolved." They stated that they have a follow-up appointment with their doctor on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-15 additional information was received from a healthcare professional. They reported the device status was unknown.